Manufacturer narrative:
One screw was returned for evaluation. The very tip of the screw appears to be broken and the piece is missing. Most of the distal threads are crushed and deformed. The screw diameter was checked at the head and found to be within print specification. According to the details of the complaint, the screw was being used for an ankle instability repair. There is no indication for this use in the product IFU. Based on these observations, there is no root cause related to the manufacture of the device. (B)(4).

Event description:
During an atfl reconstruction using a biosure ha the surgeon drilled the talus with a 7mm cannulated/tibial drill. The biosure was to used to fix the semi-tgraft. Surgeon noted that fixation was not tight, thus unscrewed and discovered that the distal tip of the screw broke and the thread was disfigured. A back up twinfix anchor was available to complete the repair. The surgeon is not confident whether any pieces remain in the patient. The broken piece was not found.